Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/202. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: qty to be returned: (B)(4). Lot number: unknown: mmm748. The complaint product has been returned by the customer and will be sent. The complaint is that j602h was found in the package of j305h (lot: mmm748). Please investigate as soon as you receive the product. Date sent to the FDA: 12/28/202. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2022 additional information: d4, d9, h3, h4, h9 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: seven opened samples of product code j305h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The sutures begun with process degradation caused by exposure to the environment. In addition, the suture diameter cannot be measured due to the condition sample. The product code j305h contains absorbable sutures, as the samples were received open, the time of exposure to the environment could not be determined and functional test cannot be performed. The foils were visually inspected, and no holes were observed in the cavity. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: a photograph was submitted to ethicon inc for evaluation and seven open samples of product code j305h were observed. Product code j305h contains absorbable sutures. The sutures have begun the process of degradation caused by exposure to the environment. The reported condition cannot be determined from the image. As part of our quality process, manufacturing records for the serial number of this batch were reviewed and manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets required specifications prior to shipment. Additional monitoring of complaint information for potential safety signals is carried out through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, when opening the package, it was found that there had been a suture of thickness 2-0 though it should be 3-0. The product was not used for the patient. There were no adverse consequences to the patient. No additional information was provided.